Event description:
It was reported that the fenestrated bipolar forceps had melted plastic part. The issue was identified during cleaning and sterilization. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. It was unknown if there was any damage to the instrument after the reported event occurred. The cannula was inspected prior to use. The customer was using an erbe vio dv generator with settings at cut: 3 and coag: 3. The customer confirmed the instrument tips did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The wrist was straightened when the instrument was removed from the patient during the procedure. There was no injury to the patient and no fragment fell inside the patient. The procedure was completed as planned. The patient was reported as not experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. Additional observation was that the instrument was found to have thermal damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. The damage was located near the bipolar yaw pulley thermal damage of the instrument. The root cause of this failure is attributed to user.